Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator's display screen is non-responsive to touch and shows signs of delamination. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. There is visible fluid ingress, which is the result of malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.